Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a meter blood glucose now. Customer's blood glucose level was 45 mg/dl. The customer ran to get some juice to treat his blood glucose level. The device was not returned.